Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found eschar on the tip of the device and charring. The polytetrafluoroethylene (ptfe) insulator had softened and slightly deformed. Visual inspection found the electrode to have been manufactured correctly. The ptfe insulator had softened and slightly deformed. The tip of the electrode was discolored where the coating had begun to erode. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defect. Significant eschar buildup at the tip could lead to overheating and conceivably device fire. The investigation identified the root cause of the damage to the electrode to be eschar build up on the electrode tip leading to excessive heating. The instructions for use(IFU) states, the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electro surgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, the surgeon was using a pencil with the extended 4 inch guarded tips. Immediately after using it inside the wound, while the surgeon had the tip above the wound, it ignited a flame. They immediately changed the hand piece and machine. They also switched the generator and opened new pad and pencil to complete the procedure. The patient was not burned, the surgeon was not burned. There was no further information available and good faith attempts have been made. There was no patient injury.